Manufacturer narrative:
Section h10: (h3) the jam reported is most likely the result of damaged threads on the subcomponent as a result of cross-threading with a mating device. However, this cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
Ergo final preserve stem.

Event description:
As reported, during a initial procedure, the final preserve stem was loaded onto the ergo stem inserter handle and hand tightened by the scrub tech. The surgeon took the stem with attached inserter and placed within the canal. The surgeon then impacted the implant to where he wanted it to sit. He then tried to loosen the inserter and it would not release the implant. The stem therefore lost fixation. We used a new inserter and he went up one size stem to achieve a pressfit once more. The new stem was very stable and the new stem inserter handle did release the implant. Patient was last known to be in stable condition following the event. Device will return for evaluation.